Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, expiratory cassette was pointed out as defective. The expiratory cassette is the main interface for distributing gas to and from the patient and the expiratory flow measurement is performed by the flowmeter inside the expiratory cassette. We do not consider issue with expiratory cassette a safety related, as expiratory cassette is only measuring and will not affect ventilation. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to a defective expiratory cassette.

Event description:
Manufacturer's ref. #: (B)(4).